Manufacturer narrative:
Blank display not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. The customer stated that battery cap was neither damaged nor corroded. The customer also reported that troubleshooting was performed for the blank display and display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.